Event description:
This patient has an eiloigoy of mondinil's malformation and a history of facial nerve stimulation. Recently,facial nerve stimulation has become increasingly bothersome to the patient and cannal be eliminated through reprogramming. Therefore, the patient was referred to her surgeon. The surgeon reported in early january 2006 that there was a pooling of blood around the implant site. The patient's parents reported no head trauma, however. Intergrity testing in 2006 revealed several faulty electrodes explantaion reimplantable surgery is scheduled in the near future.